Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the high definition lcd monitor powered off during procedure. The same device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The evaluation was completed. During device evaluation, the phenomenon was not reproduced. As there are no abnormalities as well as in appearance, we could not determine the cause of the phenomenon based on the investigation result. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. It is possible that it was due to the power cable being connected extremely tight. The following information is stated in the instructions for use (IFU): ¿do not use this monitor beyond the rated outlets and wiring, otherwise it may result in fire or an electrical shock. Always use the power cord that was shipped with the monitor or mobile workstation. Using other power cords may result in an electric shock or malfunction.¿ olympus will continue to monitor field performance for this device.